Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.